Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was implanted. A cardioversion was performed prior to the device being released. It was discovered approximately two (2) weeks post procedure that a pericardial effusion had developed. A pericardial drain was placed to treat the effusion. The patient passed away at an unspecified time post procedure. The cause of death is unknown.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.